Manufacturer narrative:
A general reagent issue was excluded. The field service engineer exchanged the gear pump head and adjusted its pressure, exchanged the probes, and confirmed the module running back within specifications. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for one patient tested on a cobas 8000 c 702 module. It is unknown if the initial magnesium result was reported outside the laboratory, the information was requested but not provided. The customer performed repeat testing with the patient's sample on the same cobas 8000 c 702 module. The patient's initial magnesium result was 1.97 mmol/l. The patient's repeat magnesium results were 1.0 mmol/l and 0.95 mmol/l. The magnesium reagent lot number and expiration date were requested but not provided.